Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of poor hand technique, fever, and peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date in (B)(6) 2009, the patient began therapy intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapy were not reported. On an unreported date, the patient had poor hand technique. On an unreported date, the patient experienced fever. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On an unreported date, the patient was hospitalized for peritonitis. The cause of peritonitis was poor hand technique. The patient was treated with amikacin and vancomycin (doses, frequencies, and route not reported) for peritonitis. On (B)(6) 2012, the patient was started with retraining on poor hand technique. Outcome was reported.

Manufacturer narrative:
(B)(4). Further information was received from a consumer. On an unreported date, the patient effluent drain was clear. On an unreported date, the patient completed the antibiotic medication for peritonitis. The patient recovered from the event of peritonitis ((B)(6) 2012).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis is confirmed, because it was reported that there was a breach in aseptic technique described as poor hand technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.